Manufacturer narrative:
Other relevant device(s) are: product ID: ha-18-114; sn: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A non-medtronic (zenith) stent graft system was implanted don the same day.   It was reported that 5 days later, during the hospitalization of the patient for the index procedure and reintervention of the aneurysm, the patient had acute blood loss with anemia and dyspnea. The patient was treated with blood transfusions and recovered with treatment. The investigator assessed the event as related to the index procedure, not related to the endoanchors. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also had acute respiratory failure five days after the index procedure, with associated symptoms of dyspnea, altered mental status, and hypercapnia. The event was assessed by the investigator and the sponsor as related to the index procedure, not related to the endoanchors. The patient was treated with medication and the event was resolved. The previously reported acute blood loss with anemia was also assessed by the sponsor as related to the index procedure, not related to the endoanchors.